Manufacturer narrative:
This report is being sent as follow-up no.1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. The complaint was confirmed for a hematoma and potential intervention. The exact root cause cannot be determined. It is possible that patient activity postoperatively contributed to the event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the patient had a heart catheterization with no issues. Post-angiogram showed sheath access allowed for good deployment and placement of angio-seal. Post-procedure, after more than four hours of bedrest, the patient noted sharp pain in the groin upon ambulation. The patient was put back on the table, and what appeared to be blush from the site of access was discovered. Percutaneous transluminal angioplasty of the mid common femoral artery was performed, and the patient recovered with no additional issues. There was no blood loss. Additional information received on 12 mar 2025: the procedural sheath was a 6 french, 11 centimeters. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The patient is stable. No concomitant medical products were used with the angio-seal. The puncture site was not at or below the level of the common femoral artery bifurcation. No disease or dissection was present in the access site artery. Lower extremity pulses were palpable post-angio-seal in the catheterization lab. The patient's bedrest ended at 16:07. The patient slowly got up with the assistance of a registered nurse. The patient went to the restroom and put on pajama bottoms. The patient wished to walk. The registered nurse advised the patient to take it easy and not overdo it. The patient made it to the door of the room and felt sharp, intense pain in the right femoral catheterization site. The registered nurse assisted the patient back to bed and assessed the site again. The site was now discolored, a hematoma was forming, and it was very painful with and without touch. Diminished but palpable right lower extremity pulses were charted in the catheterization lab for the second procedure. The procedure included an aortobiiliac angiogram, right lower extremity angiogram, and percutaneous transluminal angioplasty of the right common femoral artery and right external iliac artery with 7 x 40 millimeter and 8 x 40 millimeter balloons. Blushing was noted on the angiogram.

Manufacturer narrative:
D6b: explanted date: device was not explanted. E3: occupation: rn- supervisor of cardiac services. The actual device is not available for return. The investigation is ongoing, and a follow-up report will be provided upon completion. A review of the device history record for the product model and lot number combination was conducted, and no findings were identified.